Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter contact name - unknown this is 2 of 2 medwatch reports for the same event. Also see: 3002806535-2015-00050.

Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 292 nmol/l and chrome 446 nmol/l) are strongly elevated according to the nov guidelines. (B)(6) data indicate a cup inclination angle of 32 degrees with an anteversion angle of 22 degrees. On a CT scan the cup inclination angle was measured at 32 degrees with an anteversion angle of -12 degrees. The cup was retroverted and malpositioned. On a MRI scan dated (B)(6) 2010 a pseudotumor was noted. On radiographs dated (B)(6), 2010 and (B)(6) 2012 the cup inclination angle was measured at 31 degrees. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. Reference is also made to the IFU (IFU: 5401000219 (biomet recap total hip resurfacing system) which states in the warnings section: ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure.¿ the cause of the reported pseudo tumor and the elevated metal ion levels are probably due to the retroverted cup causing edge loading which lead to excessive wear, but due to insufficient data (retrieval analysis) it cannot be confirmed. A review of the manufacturing history records confirms no abnormalities or deviations reported.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pseudotumor.

Event description:
It was reported that the patient underwent a hip replacement surgery (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pseudotumor. No further information has been received.